Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the patient developed an infection at his infusion site. The patient stated that the site was red and oozing puss. The patient received treatment from his doctor. The doctor lanced the site to drain it and prescribed an antifungal medication. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.